Manufacturer narrative:
(B)(4). Conclusion : the needle shows a fracture at the needle point area. At the broken needle and retrieved needle tip, several heavy marks of instrument were found, especially at the broken needle tip which indicates that the needle was handled there. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: ha8cqjq0 or ha8ddmq0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure the needle broke. The procedure was completed with a like device. There were no adverse patient consequences.